Manufacturer narrative:
Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - upon receipt of complaint, it was verified that all components were present in its original blister packaging including the split trocar, vent needle, stylet, and icp sensor assembly with the ventricular catheter. No damage observed initially upon receipt of the complaint unit in question. Ventricular catheter did not contain any surface damages that could potentially cause a leak. Icp sensor was found without any damage that would impact its functionality. A functional leak test was performed on the ventricular catheter using a known good unit of an external drainage collection bag. Immediate leakage was detected from the blue cap where the sensor is connected. Initially confirming the complaint condition. Further analysis identified that the state of the blue cap upon receipt of complaint unit was not fully tightened. Once the blue cap was fully tightened, a second leak test was performed, and zero water leakage was observed from the blue cap and through the catheter assembly. Other than the through the external drainage slits as intended. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the evaluation performed and the risk documentation, the likely root cause is user mishandling or misunderstanding of use.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3014334038-2024-00112 a facility reported a leur fitting of the microsensor (ID 826633) that could not be fixed and there was a minimal cerebrospinal fluid (csf) leak. The physician replaced it with another new ID 826633 from the different lot number, but the problem remains the same. The physician had to replace it with a third device of the same product ID but with a different lot number to finish the procedure. The issue was detected before the implantation site closure, and it led to a 15-minute surgical delay. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).